Manufacturer narrative:
A ge service rep performed an on site investigation. No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported that the system would not power up. This will prevent the system from booting to a usable state. There is no report of injury or death associated with the event described in this complaint.